Event description:
It has been reported that during a resuscitation attempt, the device alerted the operator that the device could not analyze pt ECG. Pt was not resuscitated.

Manufacturer narrative:
(B)(4): method: device internal memory and ECG from deployment reviewed. Results: both ECG and internal memory showed that artifact (typically caused by moving a pt or CPR). Conclusions: sources of artifact and means of resolution are included in device labeling. Internal device memory recorded device successfully passing self diagnostic tests both before and after the deployment.